Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, alternate samples from the same lot were returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition,the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient had no adverse effects and did not require any medical intervention. Actual sample is not available.